Manufacturer narrative:
Hospital confirmed that the tip case off the shaft of the electrode during cleaning in spd. No pt was involved. The hospital estimated that they had used the instrument approximately 24 times. The maximum number of uses, as noted in the instructions for use, is 25 times. Actual number of uses can not be determined with certainty. Engineering analysis found small holes where the tip broke away at the weld sites. The weld itself held and the tube tore away due to fatigue or excessive force.

Event description:
Tip broke off of suction irrigation electrode while being cleaned in sterile processing department. Items are cleaned by hand. No pt involved.